Manufacturer narrative:
The insulin pump alarmed with a button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit was also received with a cracked case at the reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 161 mg/dl. Troubleshooting was initiated for the button error alarm. The customer was in the river and thought that the pump was waterproof. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.